Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud noise was not was not duplicated or confirmed. However, during evaluation, it was observed that the device displayed an e6 error code three minutes into temperature testing. It was also observed that the device had a cracked flex circuit and a worn out motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was making loud rattling noises. During in-house engineering evaluation, it was observed that the device displayed an e6 error code three minutes into temperature testing. It was also observed that the device had a cracked flex circuit and a worn out motor. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.